Manufacturer narrative:
Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. System check was performed by tandem technical support (cts) and no issues were identified. Customer changed pump supplies and resumed insulin delivery. Reportedly, the customer is using siasp insulin. Cts informed the customer that siasp is off label per the tandem user guide. Customer¿s blood glucose level was 242 mg/dl.